Event description:
The customer reported the surgeon implanted an 12.omm icm120v4 implantable collamer lens on (B)(6) 2012 in patient's right eye . Significant reduction of endothelia cell loss was noted, pre-op was 2617 cells/mm and post-op 494 cells/mm. The lens was explanted on (B)(6) 2014. Post ucva 20/200, vault was ideal, no complication. The patient is currently wearing soft contact lens.

Manufacturer narrative:
Method: lens work order search, medical review. Results: visual inspection of the returned lens showed there was no visible damage. The lens was re-hydrated in bss and the length was remeasured and found to be within original design specifications. A lens work order search revealed there were no similar complaints within the work order. Medical review - the patient was (B)(6) at the time of implantation and the acd was 2.8mm. An overview of endothelial cell loss for this case was reviewed. The percentage of endothelial cell loss at 7 months post-operatively is 19.41% from baseline, which is significantly higher than average cell loss at 6 months from the literature. The surgeon denies intra-ocular difficulties or complications as well as any traumatic event post-operatively. There is no history of eye rubbing. The fellow eye of this patient received an icl icm115v4 and has no signs of endothelial cell loss over time. There is not enough clinical data to determine the cause for this unilateral endothelialcell loss. Factors that could pay a role are, but not exclusively: intra-operative trauma to eh endothelium by instruments, the icl or by the effect of tox intra-operative administered substances, chronic inflammation, prolong iop elevation, eye rubbing with iol haptic touching the corneal endothelium, the iol itself, ect. Conclusion: based on the complaint information, lens work order search, product evaluation and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Significant endothelial cell loss. Explant. (B)(4).